Event description:
The customer reproted a delta bedside pt monitor and IV pole monitor mount became seperated from the IV pole it was connected to. The pt monitor and mount fell onto a table. The IV pole showed visual intents, where the mounting clamp was secured. No pt or user injury reported.

Manufacturer narrative:
The reported incident is under investigation.